Event description:
The end user reported she stripped her skin in spotty areas under the mass. She reported that it appeared yesterday. She stated that she dug too hard when trying to remove the adhesive and ripped her skin.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated she has been using this product for 42 years. She stated that the wafer is changed every three (3) days. The end user cleans her skin with warm water; dries; applies stomahesive powder; and then applies the wafer. The end user was instructed on skin care and crusting with stomahesive powder. She was advised to call back with concerns or questions. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 21, 2013.